Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) the full lead was returned and no anomalies were found. There was blood/body fluids in the distal conductor, in/on the helix mechanism and sleevehead. The tip seal was observed to be out of position.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported during the implant attempt, the lead was repositioned for about 20 different positions during the measurements. Acceptable sensing values as well as pacing thresholds could be achieved in some positions but the impedances were always above 1900 ohms up to about 3000 ohms with variances of 100-200 ohms and were therefore not acceptable. The lead was replaced no patient complications were reported as a result of this event.